Event description:
I have several issues to report for my abbott, freestyle libre iii+ (freestyle). 1) I was forced to upgrade the glucose sensor to freestyle libre iii+ because prior sensor, freestyle libre ii was discontinued. 2) initially, the sensor was difficult to apply. I visited a pharmacist at (B)(4) to help and the pharmacist had trouble figuring out how to successfully apply it as well. 2) the next issue was that I needed to record the data from the sensor. There were two choices. The first was to use my iphone and the second was to buy a reader. I had tried the reader with my freestyle libre ii but my doctor could not access the data from it. For the freestyle libre iii+ I used my cellphone. However, when apple updates my cellphone the freestyle libre iii+ software will not work with it. In order to find out if I can update my apple phone, I have to call the freestyle manufacturer technical department to find out if I can update my apple phone. With this most recent update when I called technical support, I was told not to update my apple phone. Apple is telling me I must update my phone. The company should update the freestyle libre iii+ when the apple software is updated otherwise the freestyle libre iii+ app is useless and I have no data to share with my doctor to help manage my diabetes well. 3) I did purchase a reader for the freestyle libre ii but if I want one for the freestyle libre iii+ I have to purchase another one with no guarantee that my doctor will be able to use the data I record on it. I believe the reader for freestyle libre iii+ should be free since I already purchased one. 4) the labeling is written in small font, difficult to read and comprehend. It is not written in plain language as recommended by the FDA. 5) the sensor requires the skin be cleaned with an alcohol swab prior to attaching. The alcohol swabs should be provided with the sensors. 6) when I do call technical support, the technicians are difficult to understand and do not seem to speak english well, which means I need to spend more time working with them to get resolve my problems. My average calls are 45 minutes long. UDI (B)(4).